Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker was found in standby mode during the follow-up scheduled on (B)(6) 2018 for this pacing dependent patient. Re-initialization was attempted two times without success, and some messages were displayed to the user. The pacemaker was finally re-initialized but the message 'aida is deactivated' was displayed. The displayed residual longevity was 6 years. Upon re-interrogation, no residual longevity was displayed. After 30 minutes, the device was re-interrogated and all tests showed normal values.

Manufacturer narrative:
Preliminary analysis revealed that the device switched in standby mode on (B)(6) 2018, due to the detection of data corruption upon device interrogation. This data corruption most probably resulted from a telemetry error. The device was properly re-initialized on (B)(6) 2018 and its normal functioning was restored. No anomaly is suspected on the device.

Event description:
Reportedly, the pacemaker was found in standby mode during the follow-up scheduled on 12 october 2018 for this pacing dependent patient. Re-initialization was attempted two times without success, and some messages were displayed to the user. The pacemaker was finally re-initialized but the message 'aida is deactivated' was displayed. The displayed residual longevity was 6 years. Upon re-interrogation, no residual longevity was displayed. After 30 minutes, the device was re-interrogated and all tests showed normal values.

Event description:
Reportedly, the pacemaker was found in standby mode during the follow-up scheduled on 12 october 2018 for this pacing dependent patient. Re-initialization was attempted two times without success, and some messages were displayed to the user. The pacemaker was finally re-initialized but the message 'aida is deactivated' was displayed. The displayed residual longevity was 6 years. Upon re-interrogation, no residual longevity was displayed. After 30 minutes, the device was re-interrogated and all tests showed normal values.

Manufacturer narrative:
Please refer to the attached analysis report.